Event description:
The initial reporter alleged discrepant results with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 8800 instrument, specifically an unexpected negative result. The customer workflow involved testing blood samples delivered in two separate aliquots. One aliquot was tested as part of a pool of six (pp6), while the second aliquot was stored as a split specimen for potential follow-up testing. On (b)(60 2024, the first aliquot (sample ID: (B)(6) was tested as part of a pp6 pool (pool ID: (B)(6) using the kit cobas 58/68/8800 mpx 480t ivd assay. The result was non-reactive, and serology testing performed on the same day using the cobas e 801 analyzer with the hiv duo elecsys assay was also negative. On (B)(6) 2024, a new sample (sample ID: (B)(6) from the same donor was tested as part of a pp6 pool (pool ID: (B)(6) using the kit cobas 58/68/8800 mpx 480t ivd assay. The result was reactive with an hiv target cycle threshold (CT) value of 37.237, and serology testing performed on the same day using the cobas e 801 analyzer with the hiv duo elecsys assay was positive. The same sample was subsequently tested as an individual donor test (idt) on (B)(6) 2024, yielding a positive result with an hiv target CT value of 34.61. On (B)(6) 2025, the split specimen from the first sample (sample ID: (B)(6) was tested using the cobas 6800 instrument with the kit hiv 192t quant assay. The first run yielded an hiv target CT value of 38.99 and a titer of 33.4 iu/ml. The second run yielded an hiv target CT value of 39.99. The results indicate a transition from non-reactive to reactive status between the initial and subsequent donations. No harm was alleged, and the blood was not released for transfusion.

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. The data analysis indicated that the initial non-reactive result was likely due to the donor being in the serological window period with a very low viral load, below the limit of detection of the assay. Subsequent testing of a new sample from the same donor, as well as testing of the split specimen from the initial sample, confirmed the presence of hiv infection. The serology results transitioned from negative to positive, corroborating the conclusion of an early infection. No systemic issue with the assay was identified, and the root cause was attributed to sample-specific factors. No further testing was performed, and no additional sample material was available for investigation.